Event description:
The customer reported the system would not reboot during procedure. There is no report of pt injury or death

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.